Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the hospital after hearing an audible alert from their implantable cardioverter de fibrillator (ICD). An interrogation revealed the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise, and high / undefined bipolar pacing impedance. Also noted was an alert for high threshold. A lead fracture was confirmed. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.